Manufacturer narrative:
Evaluation of the returned lantern delivery microcatheter (lantern) confirmed a fracture on the catheter. This type of damage may occur if the lantern is retracted against resistance during use. Based on the reported complaint, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the gastroduodenal artery using a lantern delivery microcatheter (lantern), an intermediate catheter, and a guidewire. During the procedure, the physician used the lantern and intermediate catheter to perform diagnostics. The physician decided to exchange the lantern for a balloon catheter using the guidewire. While retracting the lantern, the lantern fractured on its distal length within the intermediate catheter. The physician removed the intermediate catheter containing the fractured segment of the lantern. The procedure was completed using a balloon catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.